Event description:
Code blue initiated on patient. During code, alaris pump had three channels running, one with neosynephrine infusing at 300 mcg/min, one with levophed at 30 mcg/min, and dobutamine at 7 mcg/min. All channels suddenly failed, flashed red and alarmed "channel disconnected." Attempted to turn channel off and reboot brain but it failed. All drugs were off in order to remove them and reprogram on another pump. Patient sent to cath lab.